Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected , section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right ventricular depression could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2023 for worsening shortness of breath. An echocardiogram (echo) was performed that revealed right ventricular depression. The subject was ramped from 5000 rotations per minute (rpm) to 5600 rpm. The right ventricle improved. It was later reported that the patient had mildly depressed right ventricle systolic function prior to left ventricular assist device (lvad) implant. The right heart failure was not considered to be device related, but right ventricle systolic function had worsened to moderately to severely depressed after implant.